Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and creases fold leak test and microscopic analysis was performed which identified: sharp broken on radius, delamination total of the plug strap disk shell and white calcification outer device. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. A delamination total of the plug strap disk shell (cohesive failure) calcification is observed, it was not evaluated as labor because the device was implanted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "thickened plaque of calcification." Device has been explanted and replaced.